Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had read inaccurately high. It is not clear as to when the alleged meter issue began. The patient reportedly got a blood glucose reading of "140 mg/dl." During the time of concern, the patient reportedly had symptoms of tingling. It is not known if the patient was symptomatic when the result of "140 mg/dl" was obtained or if she was feeling low/high at the time. Apparently 2 hours after obtaining the result of "140 mg/dl", the patient went to an ER/hospital allegedly feeling low. The patient's blood glucose was tested on a hospital meter and a result of "65 mg/dl" was reportedly obtained. The patient was treated with IV fluids (unknown contents). It would have been helpful to know the following information: the patient's testing frequency, her diabetes management and medication regimens, what date/time the alleged meter issue began, and what date/time the patient's symptoms started. In addition, it would have been helpful to know if the patient felt low or was tingling when the result of "140 mg/dl" was obtained, what actions the patient took in response to getting the "140 mg/dl" result, what actions the patient took before and after the symptoms developed, and what her hospital diagnosis was. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that the meter read inaccurately high and had to receive treatment for possible hypoglycemia after the alleged issue began. It is not clear as to when the patient felt low when the result of "140 mg/dl" was obtained.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.